Event description:
It was reported that when connecting the adaptor to the lead during implant procedure, the physician tried to clench the torque wrench. The lead connector part of the adaptor was twisted while the torque wrench was being rotated. It was stated that if the wrench were clenched more, it could have led to the lead fracture, so another kit was opened and used, instead. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708640, serial# (B)(4). Product type: extension. (B)(4). (B)(6).

Manufacturer narrative:
Final device analysis of the extension revealed the following: the extension was received with the #0, #1, and #2 setscrews tightened completely into the connector blocks. The #3 setscrew was not returned. The #1 and #2 connector blocks were twisted 90 degrees in the molded rubber in the direction that would occur if tightening the setscrew. The #0 connector block also appears to have been twisted. The molded rubber was torn around the #3 connector block but this one did not appear to have been twisted. The extension connection was tested with a known good lead after re-aligning the #1 and #2 connectors. When properly holding the connector, the setscrews could be tightened to a lead with a 4 oz-in torque wrench without twisting the connector blocks.

Event description:
Follow up information reported that procedure was completed successfully and that the patient was receiving appropriate therapy.